Event description:
It was reported that a minor using the ilet experienced sustained hyperglycemia above 300 mg/dl for approximately 90 minutes after eating, without device alarms other than a high glucose alert, and insulin delivery resumed after an infusion site change; a confirmatory fingerstick then showed glucose trending down to 299 mg/dl. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis, and ketone testing showed trace ketones with the user following a ketone action plan. Outcomes included stabilization of blood glucose without hospitalization. Investigation included guided troubleshooting and education, including verification of continuous insulin delivery following site and supply replacement. Investigation of this case revealed no device malfunction identified during troubleshooting and supports a cause unclear for hyperglycemia possibly related to infusion site or set performance before the change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.